Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the rep that the surgeon fired the tx30v instrument during lung resection. It stapled but would not open. The surgeon surgically resected stapler off the lung and completed the procedure with no further incident.